Event description:
The following has been reported: the pump is broken and missing pieces. Found the rear case is cracked on the top where the charging bracket attaches to the pump. There was no report of patient harm or of the issues stopping an active infusion. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: electrical hardware failure (18v). The device was returned for evaluation. The device was opened for internal inspection and found that the pneumatic plate has a broken screw hole. No other internal damage was found. The device was then attempted to be tested, the resistor would not stop at zero, instead it would stop at the 9 0'clock mark. The flex cable was changed, the problem continued. The flag pcba was changed, the resistor continued to 9 o'clock. The resistor drive motor was changed, the problem persisted. Log files indicate some failure (linux core). Reporting as a conservative measure. No adverse effects were reported.